Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after attempting to charge the pump using a non-tandem provided usb cable. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined assistance from tandem technical support regarding the issue.